Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number/ lot number of device involved in the incident is unknown and due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown liner, unk, unk, unknown head, unk, unk, unknown neck, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06225, 0001822565 - 2017 - 06227, 0001822565 - 2017 - 06229.

Event description:
It was reported that patient received a revision procedure eighteen days post implantation due to extensive drainage from the incision. An incision, drainage, and debridement of the hip incision were performed. The liner, trunnion, and femoral head components were revised. Attempts to obtain additional information have been made; however, no more is available.